Manufacturer narrative:
The insulin pump alarmed constant motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement test or verify alarm in the alarm history screen due to motor error alarm. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with motor error on their insulin pump. The customer's blood glucose level at the time of incident was 174mg/dl. Troubleshoot was conducted. The customer states the pump was exposed to MRI. The customer states there is a motor position encoder error alarm present. The customer was advised the pump would need to be replaced and returned for analysis.